Event description:
A customer reported an alarm issue with the adc device. The customer reported that due to the low glucose alarm failing to sound, the customer was unaware of hypoglycemia and lost consciousness. The customer required treatment of 2 glucose injections by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. An attempt was made to replicate the user complaint and high/low glucose alarms were successfully received on android/fsll version 2.5.3.6373 using a known good libre 2 sensor. No issues were identified with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered per the customer report of "november". All pertinent information available to abbott diabetes care has been submitted.